Manufacturer narrative:
(B)(4).

Event description:
The pt never experienced therapeutic effect. It was reported that the pt was going to have the lead relocated. The hcp reported that a new deep brain stimulator was placed. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.